Event description:
It was reported that, the pacemaker system triggered a lead safety switch (lss) due to high impedances out of range in this right ventricular (rv) lead. The sensitivity was reprogrammed to prevent oversensing and the plan is to replace this rv lead. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the pacemaker system triggered a lead safety switch (lss) due to high impedances out of range in this right ventricular (rv) lead. The sensitivity was reprogrammed to prevent oversensing and the plan is to replace this rv lead. This rv lead remains in service. No adverse patient effects were reported. Further information was received that this rv lead was explanted and replaced. No additional adverse patient effects were reported. At this time, it is unknown if this lead will return for analysis.

Event description:
It was reported that, the pacemaker system triggered a lead safety switch (lss) due to high impedances out of range in this right ventricular (rv) lead. The sensitivity was reprogrammed to prevent oversensing and the plan is to replace this rv lead. This rv lead remains in service. No adverse patient effects were reported. Further information was received that this rv lead was explanted and replaced due to noise. No additional adverse patient effects were reported. It is not expected to receive this product for analysis.